Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that there was a minor delay as a result of this event to get a replacement blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.